Event description:
Conmed korea reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin device was being used during a rotator cuff repair procedure on (B)(6) 2022 when it was reported ¿the surgeon found the front part was disassembled after inserting the product. He used a new aes-90sn and the surgery was successful and also the patient is fine." Further assessment questioning found that the device did fragment and ¿they removed all components during surgery¿ using c-am, grasper, mosquito and shaver. The procedure was completed with the use of another aes-90sn probe, and the current status of the patient is ¿fine¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer complaint was confirmed. Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed korea reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin device was being used during a rotator cuff repair procedure on 17oct22 when it was reported ¿the surgeon found the front part was disassembled after inserting the product. He used a new aes-90sn and the surgery was successful and also the patient is fine." Further assessment questioning found that the device did fragment and ¿they removed all components during surgery¿ using c-am, grasper, mosquito and shaver. The procedure was completed with the use of another aes-90sn probe, and the current status of the patient is ¿fine¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.